Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose after changing infusion set and getting home from work, blood glucose was 600 mg/dl. Customer went to the emergency room and blood glucose was 540 mg/dl and 550 mg/dl. Customer had symptom of high blood glucose; customer had excessive thirst, frequent urination, nausea, severe pain and was very tired. Customer's emergency room visit was due to diabetic ketoacidosis and urinary tract infection. Customer was not admitted into the hospital. Customer was treated with insulin drip. It was found that cannula was bent. Customer declined troubleshooting for high blood glucose. Customer was wearing insulin pump at the time of emergency room visit.